Event description:
The MFR's rep reported that the pt is in emergency room; no symptoms or treatment were reported. It was determined there was a programming error made in entering the reservoir volume at the last two refills. In 11/06, the pump reservoir was programmed for 18cc, but the pump reservoir was actually filled with only 10cc. Based on the calculations, the pump would have been empty in 27 days. The pump contained a compounded solution of diluadid; clonidine; bupivicaine and baclofen. The reporter indicated that the issue was "resolved."